Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient started to feel ill and the cgm showed 3.0 mmol/l and the bg was 22 mmol/l, the ketone value was 3.6 mmol/l. The patient was diagnosed with incipient dka. She called an ambulance and went to the emergency room (ER) and was hospitalized for less than 24 hours. The patient was treated with basal and short acting insulin via injection pen. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On 09/08/2025, it was reported that the patient started to feel ill and the cgm showed 3.0 mmol/l and the bg was 22 mmol/l, the ketone value was 3.6 mmol/l. The patient was diagnosed with incipient dka. She called an ambulance and went to the emergency room (ER) and was hospitalized for less than 24 hours. The patient was treated with basal and short acting insulin via injection pen. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.